Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the device needed a tier 3 repair. The 1 and 3 inch width plates, motor, thickness control shaft, cams, plug harness, switch, spring seal, and other parts were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection the device was in need of repair for unknown reason. No further information provided. Device was sent for pm only. Investigation found the width plates were worn.